Event description:
It was reported that when using the bd pyxis¿ es server, multiple orders for one patient had been discontinued but were not updated on the machine. From the server, the orders remained active. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server address had error. A technical support specialist (tss) identified the error and requested the customer to confirm whether the sync server address had been updated at the time the issue occurred, and to verify whether the orders were still not updating on the station. No response received from the customer. The case was closed and no additional information was available.